Manufacturer narrative:
A product investigation is in progress.

Event description:
Chunk of cotton came right out of tampon, may be stuff still inside - vagina [foreign body in reproductive tract]. Took the tampon out, noticed a chunk of the cotton came right out [complication of device removal]. Chunk of cotton came right out of tampon [device breakage]. Consumer contacted via e-mail and stated that when she took the tampon out she noticed a chunk of the cotton came right out. No serious injury was reported.

Manufacturer narrative:
Correction 30-sep-2020: product was updated to tampax tampons pearl active regular-normal.

Event description:
Chunk of cotton came right out of tampon, may be stuff still inside - vagina [foreign body in reproductive tract]. Took the tampon out, noticed a chunk of the cotton came right out [complication of device removal]. Chunk of cotton came right out of tampon [device breakage]. Consumer contacted via e-mail and stated that when she took the tampon out she noticed a chunk of the cotton came right out. No serious injury was reported.

Event description:
Chunk of cotton came right out of tampon, may be stuff still inside - vagina [foreign body in reproductive tract]. Took the tampon out, noticed a chunk of the cotton came right out [complication of device removal]. Chunk of cotton came right out of tampon [device breakage]. Consumer contacted via e-mail and stated that when she took the tampon out she noticed a chunk of the cotton came right out. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.